Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked what circumstance that led to implant discharged, patient stated the implant had charged some, patient had to turned stimulation up to stop the pain, but it was harder for patient to walk. It was noted the replacement of the recharger and desktop charger resolved the patient¿s implant discharging. No further complication and events were reported.

Manufacturer narrative:
Fdc (B)(4) applies to desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger (B)(4) found that connector pin was broken. The desktop charger (B)(4). Fdc 11 applies to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other application component is product ID 97754, serial# (B)(4), product type recharger. Product ID 37761 , serial# (B)(4), product type recharger. (B)(4) apply to desktop charger. Device code (B)(4) apply to implantable neurostimulator (ins). Fdc applies to implantable neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a consumer with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient had damaged charger and was calling the manufacturer to return. It was noted the charger will be replaced in the future by a manufacturer product. It was mentioned the pin was broken on charger and the patient¿s battery was discharged. The patient was calling on monday to have the unit replaced. The issues were not resolved at the time of report. At about 2 days later, an additional information was received from patient. It was reported the metal little prongs were messed up inside and ins recharger could not charge. On (B)(6) 2018, patient said she got the desktop charger and still could not charge her charger. On (B)(6) 2018, patient said patient still hadn¿t received the ins recharger. It was noted connector pin was broken. No further complication and no symptoms were reported.